Event description:
Patient reported airflow restricted when attempting to use the new nebulizer cup. Patient states it appears the plastic was melted over where the hole was for the airflow of the original device. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.